Event description:
User experiencing ongoing issues receiving discrepant pt results between the "online" and "cedia" gentamicin applications. On (B)(6) 2009, four pt samples resulted higher with the "online" gentamicin application. The same samples were sent to another facility to be tested on a roche p module analyzer using the "cedia" application which resulted lower. Gentamicin units of measure = ug per ml. Sample 1, initial result gave 0.9; repeat gave 0.3 ug per ml. Sample 2, initial result gave 1.0; repeat gave 0.5 ug per ml. Sample 3: (pt a), initial result gave 1.0; repeat gave less than 0.3 ug per ml. Sample 4 (pt x), initial result gave 3.7; repeat gave less than 0.3 ug per ml. On (B)(6) 2009, a comparison study was performed at the customer site running 12 pt samples initially with the "online" gentamicin and repeated using the "cedia" gentamicin applications on the original module (2p). The following 10 pt examples were discrepant. Sample 1: (pt x) initial 3.0/repeat <0.4. Sample 2, initial 1.0/repeat 0.4. Sample 3, initial 1.2/repeat 0.5. Sample 4, initial 0.8/repeat 0.3. Sample 5, initial 0.7/repeat 0.4. Sample 6, initial 0.7/repeat 1.0. Sample 7, initial 1.3/repeat 1.0. Sample 8, initial 1.1/repeat 0.4. Sample 9, initial 1.3/repeat 0.5. Sample 10, initial 1.8/repeat 1.1. On (B)(6) 2009, several samples were pooled for pt "x", and were run on the original module initially by "online" gentamicin which resulted at 3.1 ug per ml, and repeated by "cedia" gentamicin which resulted at 0.6 ug per ml. User said pt "x" is not on gentamicin. Erroneous results were reported. No info was provided to determine which pt samples were erroneously reported. User said the gentamicin results from the four pts samples sent to another facility for testing using the "cedia" applications were reported. User did not know if pts were adversely affected; no incidents have been reported. Customer declined field service dispatch, as they have switched back to using the "cedia" gentamicin reagent with no further issues, and controls are recovering within specification.